Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since the lot number is unknown, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia procedure with an ez steer nav ds bi-directional electrophysiology catheter and suffered a cardiac tamponade and bleeding, which required surgical intervention. During an epicardial and endocardial ventricular tachycardia ablation, a cardiac tamponade was noticed by the physician. The physician reported that there was excessive bleeding and the patient lost about 2.5 liters of blood. Open heart surgery and a suture of a lacerated vein at the apex of the heart were performed. The patient was reported to be in stable condition at the time this event was reported. Additional information was received on the event. No transseptal puncture was performed and the patient did not receive any anticoagulant during the procedure. An 8f short sheath was used. The tamponade was discovered at the end of the procedure and it is believed that no ablation was done at the site of injury. The patient did require an additional five day hospitalization. The patient's condition has improved. There were no error messages on biosense webster equipment during the procedure. The physician's opinion regarding the cause of this adverse event is that this is procedure related.

Manufacturer narrative:
In the initial report, it was reported that the lot# was unknown. However the product was received and matched to this complaint on march 15, 2016, therefore the lot# (17254423l) was verified and confirmed. The catalog# was updated from ¿bn7tcff8l¿ to ¿bni35fjct¿. (B)(4). It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia procedure with an ez steer¿ nav ds bi-directional electrophysiology catheter and suffered a cardiac tamponade and bleeding, which required surgical intervention. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.